Event description:
It was reported that the user contacted support due to not seeing glucose readings and a pairing failure, which was resolved during the call, after which readings appeared and no further questions remained. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included troubleshooting and user education. Investigation of this case revealed a resolved connectivity or pairing issue related to cgm data display, with no device malfunction persisting after guidance. It was concluded, based on previously established findings for similar reports, that user interaction and pairing sequence contributed to the event, resolved through standard troubleshooting.